Manufacturer narrative:
It was reported that the patient felt his pump stopped while a controller dc adapter was connected to the controller. The controller dc adapter was returned for analysis. The pump, however, was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated pump met all requirements for release. Failure analysis of the controller dc adapter revealed that the unit passed visual inspection and functional testing. The controller dc adapter was able to adequately provide power to a controller. The available controller log files did not cover the reported event date. As a result, the reported "pump stopped" could not be confirmed. The reported event could not be confirmed or replicated during testing; the controller dc adapter passed visual and functional testing. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected always. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not return.

Event description:
It was reported from the site that the patient used the controller direct current (cdc) adapter in the car. When the engine was switched off, the patient stated he felt like the pump stopped and felt dizzy until he had connected a battery instead of the cdc. After the battery was connected to the power port dizziness disappeared. No additional information available.